Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, noise was observed on the rv pace/sense channel when touching the pocket area. The lead was repositioned and reconnected to the device and noise was still present. The lead as removed from the body, however, noise was still present. The device was then removed and a new device and rv lead were implanted and no noise was present. A lead to device header connection issue was suspected. This product was attempted, but not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Microscopic visual inspection of the header revealed no damage to the seal plug. Further inspection of the header found body fluid contamination in the ventricular lead barrel. Analysis concluded that the body fluid contamination likely caused or contributed to the observed noise.